Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('genital abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding) and genital abnormal bleeding. After essure explant, radiology records are in possession. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs was received- event injury was updated to pelvic pain, dysmenorrhea (cramping), abdominal pain, menorrhagia (heavy menstrual bleeding), genital abnormal bleeding. Patient details and lab test was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), systemic lupus erythematosus ('lupus') and skin cancer ('tumor / teratoma / cancer type: skin') in an adult female patient who had essure (batch no. 683282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included constipation, cerebrovascular accident, lupus erythematosus (no medications taken), umbilical hernia repair and loop electrosurgical excision procedure. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), systemic lupus erythematosus (seriousness criterion medically significant), raynaud's phenomenon ("raynauds"), fibromyalgia ("fibromyalgia"), depression ("depression"), anxiety ("anxiety"), panic disorder ("panic disorder") and ovarian cyst ("simple left ovarian cyst") and was found to have skin cancer (seriousness criterion medically significant). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy) and ovarian cyst drainage during hysterectomy. Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia, vaginal haemorrhage, systemic lupus erythematosus, raynaud's phenomenon, fibromyalgia, depression, anxiety, panic disorder, ovarian cyst and skin cancer outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fibromyalgia, genital haemorrhage, menorrhagia, ovarian cyst, panic disorder, pelvic pain, raynaud's phenomenon, skin cancer, systemic lupus erythematosus and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding) and genital abnormal bleeding. After essure explant, radiology records are in possession. Unable to find pain medication to control her pain. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2015: uterus and cervix, total abdominal hysterectomy: acute and chronic cervicitis. Negative for histologic features diagnostic of dysplasia. Proliferative pattern endometrium with focal tubal metaplasia. Superficial adenomyosis, myometrium. Gross description: the specimen is received in formalin designated uterus and cervix is a hysterectomy specimen weighing 115 grams. The specimen measures 9 x 6 x 4.5 cm. The uterine serosa and the cervical mucosa appear unremarkable. On bi-valving the uterus, the endometrial cavity is smooth and measures 4.5cm in depth. The endocervical cavity measures 2.5 cm. The endometrium at the cornua measures 2.5 cm. The anterior and posterior cervix is representatively submitted in a and b, respectively. Serial sectioning of the anterior and posterior endomyometrium reveals trabeculated myometrium without any lesions and the endometrium is less than 1 mm thick on either side. Ultrasound scan vagina - in (B)(6)2014: result: essure coils seen bilaterally, uterus and ovaries within normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), systemic lupus erythematosus ('lupus') and skin cancer ('tumor / teratoma / cancer type: skin') in an adult female patient who had essure (batch no. 683282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included constipation, cerebrovascular accident, lupus erythematosus (no medications taken), umbilical hernia repair and loop electrosurgical excision procedure. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), systemic lupus erythematosus (seriousness criterion medically significant), raynaud's phenomenon ("raynauds"), fibromyalgia ("fibromyalgia"), depression ("depression"), anxiety ("anxiety"), panic disorder ("panic disorder") and ovarian cyst ("simple left ovarian cyst") and was found to have skin cancer (seriousness criterion medically significant). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy) and ovarian cyst drainage during hysterectomy. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia, vaginal haemorrhage, systemic lupus erythematosus, raynaud's phenomenon, fibromyalgia, depression, anxiety, panic disorder, ovarian cyst and skin cancer outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fibromyalgia, genital haemorrhage, menorrhagia, ovarian cyst, panic disorder, pelvic pain, raynaud's phenomenon, skin cancer, systemic lupus erythematosus and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding) and genital abnormal bleeding. After essure explant, radiology records are in possession. Unable to find pain medication to control her pain. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: uterus and cervix, total abdominal hysterectomy: acute and chronic cervicitis. Negative for histologic features diagnostic of dysplasia. Proliferative pattern endometrium with focal tubal metaplasia. Superficial adenomyosis, myometrium. Gross description: the specimen is received in formalin designated uterus and cervix is a hysterectomy specimen weighing 115 grams. The specimen measures 9 x 6 x 4.5 cm. The uterine serosa and the cervical mucosa appear unremarkable. On bi-valving the uterus, the endometrial cavity is smooth and measures 4.5cm in depth. The endocervical cavity measures 2.5 cm. The endometrium at the cornua measures 2.5 cm. The anterior and posterior cervix is representatively submitted in a and b, respectively. Serial sectioning of the anterior and posterior endomyometrium reveals trabeculated myometrium without any lesions and the endometrium is less than 1 mm thick on either side. Ultrasound scan vagina - in december 2014: result: essure coils seen bilaterally, uterus and ovaries within normal. Most recent follow-up information incorporated above includes: on 16-dec-2019: plaintiff fact sheet received; reporters were added. Lot no. Was added. New events added: abnormal bleeding (vaginal), lupus, raynaud, fibromyalgia, dysmenorrhea (cramping), depression, anxiety, panic disorder, ovarian cyst, tumor / teratoma / cancer type: skin. Lab data updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.